Event description:
It was reported to MFR that the physician attempted to interrogate a vns pt's generator but was not able to communicate with the device. Two different wands were tried to establish communication with the device and a 9-v battery was changed, none of which were successful attempts. Good faith attempts to obtain add'l info regarding the reported event were unsuccessful to date.